Event description:
It was reported that during low anterior resection procedure that the surgeon fired the device with a green load on rectal tissue. The proximal transection line had malformed staples in it. The stapler cut, but staples did not hold. Case completed via transanal suturing. There was no reported patient consequence.